Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced intermittent downstream occlusion errors. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified intermittent downstream occlusion error. The cause was determined to be the force sensor being out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.